Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the c2602 excel 36khz straight handpiece was connected to the machine and the monitoring system showed handpiece alarm. This was discovered during a neurosurgery on (B)(6) 2020. There was a delay in surgery for about 30 minutes with no patient injury reported. The procedure was completed using an unspecified surgical instrument. Patient's condition post procedure was normal.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The fault reported of showing alarm was not confirmed. However, the device did reveal having no amplitude and stroke; q power very low, transducer faulty. The issue was consistent with transducer delamination; defective transducer.